Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated at the top of the pumping segment.

Manufacturer narrative:
Correction on initial report: b.4. The customer's report that the tubing set separated at the top of the pumping segment was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the silicone tubing was separated from the upper fitment. Closer inspection under magnification observed the silicone tubing appears to be torn or cut. The o-ring retainer was still secure around the upper portion of the silicone tubing and upper fitment with the rest of the tubing torn away. No other anomalies were observed. Dimensional analysis was performed found the outer diameter of the tubing measured to be within specification(s). The root cause of the report that the tubing separated at the top of the pumping segment was not identified.

Event description:
It was reported that the tubing separated at the top of the pumping segment. Although requested, there has been no impact to patient response or additional event information made available to date.